Event description:
It was reported that a malfunction occurred on the pump. The customer¿s blood glucose level did not exceed 500 mg/dl, therefore there was no adverse impact. The customer received assistance from technical support to reset the pump, and the malfunction code did not recur. Technical support advised the customer to continue using the pump and to contact them if the issue returned, which the customer understood.